Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that their battery won't charge. Patient services responded to the patient¿s email asking them to contact patient services by phone for additional assistance. There were no patient symptoms reported and no complications reported.